Event description:
It was reported that prior to an unk procedure, white powdery matter was attached to the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Disengaged closure trigger spring. Eval summary: the analysis results showed that one device was returned with the 3-stroke indicator disk damaged with the nozzle loose and without a reload. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. After further analysis, it was noted that the device clamping mechanism was damaged. The device was disassembled to verify the condition of the internal components and the closing trigger return spring post was broken, not allowing the device to properly open when the release button was depressed. However, the device could be opened by applying reverse force to the trigger. It is possible that the device was decontaminated through a non-ees process causing the plastic components to become brittle and break. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs prior to shipments; in addition, a sample of the batch is inspected at fgqa. Event description could not be confirmed, as no white powder was noticed on the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.